Event description:
Patient to operating room [date redacted] for hysteroscopy, d&c [dilation and curettage], myomectomy. At 1103 it was noted that a piece of metal was present on display inside patient uterus. It was determined that part of the disposable device had broken off inside the patient. 1105 charge rn notified. Additional instruments called for to remove the metal object. 1112 object removed from patient. Surgical area reviewed for additional fragments and instrumentation likewise inspected. Surgeon confident all fragments removed. Disposable item stored in red bag with patient label and item information sticker on outside. Metal fragment placed in specimen container and also stored. Bag stored in operating room front office by charge rn desk.